Event description:
A saline flush was taken out of the packaging and the nurse noticed the plunger was missing the round end to help push the saline.there a previous incident where there was no plunger connected to the syringe. This was reported to medsun on a different date and happened on a separate occasion and date. Another saline flush was obtained to complete the procedure but it is unknown if it came from the same lot number or same batch.